Event description:
The field service engineer reported the system failed to boot up. No report of pt or staff injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect pin was reseated. The system was tested and found to be operating as intended.